Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on an unspecified date, the knee became symptomatic since, at least, 2020. About three weeks ago, a cracking noise was heard, so a radiological image was taken to check if an implant fractured. A revision surgery was conducted on (B)(6) 2022 to address the fracture of gii conv w/taper sz 6 rt. The total knee endoprosthesis was explanted: bone defects and massive metallosis were found intra-operatively; extraction of stem was only possible with bone fenestration. A spacer was implanted so reimplantation surgery is still pending. Patient current health status is not known.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation but the pictures were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, based documentation provided, the noted bone defects, osteolysis, laxity/instability & hesitant (delayed) treatment could not be ruled out as potential contributing factors to the reported cone fracture, severity of symptoms, & subsequent 2-stage tka revision, as patient was symptomatic prior to arthroscopies: aug. 2019 when ¿metallose cannot be detected¿, as well as in 2020 w/¿no indication of prosthesis loosening¿. Post 2nd-stage revision histopathology supports fibrosed connective tissue with abundant black foreign material w/scattered a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to surgical technique, patient condition, overuse or excessive pressure on the joint. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a right tka surgery had been performed on (B)(6) 2013, the knee became symptomatic since, at least, 2019. About three weeks ago, a cracking noise was heard, so a radiological image was taken to check if an implant fractured. A revision surgery was conducted on (B)(6) 2022 to address the fracture of gii conv w/taper sz 6 rt. The total knee endoprosthesis was explanted: bone defects and massive metallosis were found intra-operatively; extraction of stem was only possible with bone fenestration. A 2-stage revision surgery was performed, and the patient tolerated well the procedure. Patient current health status is not known.